Event description:
The facility reported, during a transfer from bed to wheelchair with a maxilift, the left upper clip of the sling broke longitudinally on four points, causing the patient to fall down. As fall occurred when the transfer was almost completed and the patient was above the chair, no injuries were sustained by the pt. According to the customer, the sling had been used in a correct manner.